Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: was the cut line fully circumferential around the target tissue? --- no information. If the device fully cut, were all tissue layers present in both donuts when inspected? --- na. After firing was the adjusting knob turned ½ to ¾ revolutions? --- no information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? --- no information. For clarification, did bleeding occur? --- no. If bleeding did occur, how much blood was lost (ml)? --- na. Did the patient require a blood transfusion? --- no. If yes, how many units were given? --- na. Did the post-operative care change based on the bleeding? --- no.

Event description:
It was reported that during an open esophagectomy, the device could not be removed from the patient after firing between the esophagus and the stomach. Eventually, the device was removed forcibly and then, fascia was tore. There was no leak and bleeding. Additional suture was performed to complete the case. As of now, the patient's condition is stable. There was a possibility that the target tissue was overlapped at the firing.